Event description:
It was reported that the patient presented to the emergency room experiencing near syncope and feeling sluggish. Device interrogation revealed that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition and failure to capture. Insulation damage was found on the rv lead. The rv lead was capped and replaced on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.